Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via remote transmission. Noise was seen on the right ventricular lead, and was recreated with pocket manipulation. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece, measuring 52.2 cm. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 7.4 cm - 7.5 cm from the connector pin consistent with lead friction to the device can.